Manufacturer narrative:
H8: single use device. (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
The reporter indicated that the surgeon has to change the lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted